Event description:
It was reported that the patient presented remotely via (B)(6). Upon review, it was found that patient's right ventricular (rv) lead exhibited oversensing. No intervention was performed. The patient status was unknown.